Event description:
Reportedly, an unknown stent was implanted in the left main first and then a 2.5x12 mm mini vision stent was attempted to cross the unknown stent to treat a lesion more distal in the ramus; however, the 2.5x12 mm mini vision stent failed to cross the unknown stent and became dislodged. The dislodged stent remained on the guide wire so another guide wire was advanced outside of the stent and using the two guide wires, the dislodged stent was embedded against the vessel wall. Reportedly the left main was stented first in order to open the vessel up so additional devices could advance to the ramus for treatment. The ramus was ultimately treated with a 2.0x8 mm mini vision which met resistance during advancement but ultimately crossed. There were no adverse patient effects and a clinically significant delay in procedure was not reported. No additional event information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mini vision stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the sds was attempting to advance through a previously placed stent, which likely contributed to the reported failure to advance. It should be noted the multi link mini vision rx instructions for use states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. It is likely an interaction with the previously placed stent during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction during retraction of the sds with the deployed stent would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. There is no indication of a product quality deficiency.